Event description:
A customer contacted beckman coulter inc (bec) in regards to obtaining one (1) discrepant glucose module (glucm) patient result, generated by the unicel dxc 800 pro synchron chemistry analyzer. The patient sample was run four (4) times. One (1) out of the four (4) results was deemed discrepant. The customer stated that there were no erroneous results were reported out of the laboratory, and there was no change to patient diagnosis or treatment as a result of this event.

Event description:
Based on further investigation, (B)(6) did not report erroneous results to beckman coulter inc. (Bec). Bec became aware on (B)(4) 2011, that (B)(6) had been tracking their discrepant glucose (glum) replicates along with their sister hospital, (B)(6), since (B)(4) 2010. (B)(6) lab was contacted by bec and the customer reported that they had not had any glum results fail their protocol for investigation during this timeframe.

Manufacturer narrative:
This follow up report documents further conclusive information for this investigation. The following sections of this report have been corrected to reflect the most accurate information gathered for this event. In addition, contact office - name/address was changed to the current contact representative.

Manufacturer narrative:
Per the service history, this event occurred prior to field instrument modifications (mod#s (B)(4)) which were implemented to address bubbles on the face of the glucose electrode and short sample delivery performed in (B)(6) 2011. The customer indicated that the instrument has generated some obstruction detection errors and the system has had intermittent qc issues. Obstruction detection errors are typically related to pre-analytical sample handling issues. The initial phase of this investigation has been focused around possible sample preparation issues. Investigation has not yet been concluded and is still in progress. All indications show that this is not related to the glucose recall (z-2388-2010). As we complete our investigation supplemental information as applicable will be submitted.